Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Gas module: disfunction of regulation of the gas flow. An audible alarm was triggered off every two minutes. The gas modules supplied a strong flow rate.